Event description:
Prior to replacement of the subject device on (B)(6) 2015, the device was interrogated with a programmer so as to deactivate therapies and check the electrical measurements of the leads. Thresholds tests and detection tests were reportedly done without any issue. But issues were encountered when attempting to measure the rv and svc continuities: after several unsuccessful attempts, continuities could eventually be measured.

Event description:
Prior to replacement of the subject device on (B)(6) 2015, the device was interrogated with a programmer so as to deactivate therapies and check the electrical measurements of the leads. Thresholds tests and detection tests were reportedly done without any issue. But issues were encountered when attempting to measure the rv and svc continuities: after several unsuccessful attempts, continuities could eventually be measured.